Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects (B)(4) states, "interoperative or postoperative bone fracture and/or postoperative pain.". The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR two of four (1825034-2011-00675 through 00678) for this event. (B)(4).

Event description:
Patient reported that she underwent total knee arthroplasty on (B)(6) 2008. Subsequently, patient has experienced pain and has had the knee aspirated on multiple occasions. Tests on the drained fluid have all come back negative for infection. Patient reports that several surgeons have recommended a revision procedure due to possible loosening. No revision procedure has been reported.